Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type lead (B)(4) applies to the lead only (B)(4) applies to both the ens and the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an external neurostimulator (ens) for trial stimulation reported that the ens had "twisted and cable was dangling." The patient also reported not feeling stimulation. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had accidentally turned the remote to ¿0.¿ it was also noted that there was no tangling according to the patient¿s daughter; they were confusing a different cable with the device cable. The patient went to implant on (B)(6) 2017.